Manufacturer narrative:
Device 1 of 14. E1: complainant street address: (B)(6). Complainant city: (B)(6). Complainant state: (B)(6). Complainant phone: (B)(6). Complainant country: korea, republic of. Name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
The distributor reported the presence of foreign matter inside the fourteen pieces of dressings. The product was not used. A photograph depicting the issue was received from the complainant.